Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: canada.

Event description:
It was reported that during surgery the device is starting and stopping and chopping up the graft. There was no patient impact or delay. Due diligence is in process and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, g1, g3, g6, h1, h2, h6, and h11 once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery the device is starting and stopping and chopping up the graft. There was no patient impact but it is unknown if there was a delay. The taken graft was damaged but it was still used and an additional unplanned graft was not needed. Due diligence is complete and there is no additional information available.